Manufacturer narrative:
Siemens has requested instrument log files for further investigation. Files from customer have been received. Investigation is underway. The cause of the event is unknown.

Event description:
The customer reported a discrepant high sodium result on their rp500 instrument compared to retesting of a new sample on a separate rp500 instrument. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation. The log files were investigated and it was found that device was working as intended and system is currently operational. The discrepancies may have been due to malfunctioning reference electrode, however could not be confirmed due to customer not providing measurement cartridge unit. The cause of this event is unknown.